Manufacturer narrative:
The field service engineer (fse) checked the e 602 module including alignments, pressures, overall condition, and function. The fse ran a performance check that was acceptable. The qc was acceptable. The investigation determined that centrifuge time for the sample was too short. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable results for 1 patient tested for elecsys troponin t stat assay on a cobas 8000 e 602 module. The initial troponin t stat result was 20 ng/ml and was reported outside of the laboratory. The physician questioned the result because the patient's previous result was <6 ng/ml. The specific date of the previous result was not provided. The initial sample was repeated. The repeat result was <6 ng/ml with a data flag and deemed to be correct. There was no adverse event. The troponin t stat reagent lot number was 38154200 with an expiration date of 31-may-2020.